Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the calcified right common femoral artery using two proglide devices after a peripheral angioplasty procedure. Reportedly, when the plunger of the first proglide device was pulled back for step 3, there were no sutures. A cuff miss occurred. A second proglide device was deployed successfully but during suture management while advancing the knot, the blue rail sutures broke. Manual compression was applied and medication (protamine sulfate and tranexamic acid) was administered to prevent the patient from bleeding. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.